Manufacturer narrative:
The unit was manufactured in 1994 and is approximately 23 years old; the washer is serviced and maintained by the user facility. A steris service technician arrived onsite to inspect the reliance 444 and found a hole in the ventilation piping on the top of the unit causing the reported water leak. Steris is working with the user facility to ensure the washer is properly repaired.  A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported their reliance 444 washer was leaking water. No report of injury, procedural delays or cancellations.

Manufacturer narrative:
On 5/31/2017, a steris account manager confirmed that the user facility removed the reliance 444 washer from service. No additional issues have been reported.